Event description:
It was reported that "on the morning of (B)(6) 2026, between 10:00 am and 11:40 am, during a surgical procedure using the storz laparoscopic system, the surgeon and nursing staff intermittently experienced a sensation of electric shock, suspecting possible equipment leakage. The incident was reported to the hospital's biomedical engineering department for inspection. Their preliminary assessment indicated that the equipment grounding was intact and the insulation of the power cords showed no signs of damage."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).